Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt fell due to seizures and landed on his ipg. Afterwards, the ipg began to experience difficulty communicating with the programmer. As a result, the pt's scs system was explanted and will not be returned to sjm. The pt's lead was reported under MFR. Report #: 1627487-2013-07427.